Manufacturer narrative:
Correction information was provided in a.2., a.3.a, b.3., b.5., b.6., d.10. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating there was no further impact to the patient. In the surgeon¿s opinion lens was caused or contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with constant blurriness. The lens was exchanged for another lens model 03 months 28 days following the initial procedure. Clinical reason for explant was mentioned as maladaptation. Additional information has been requested.